Event description:
The customer reported the touchscreen does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer attempted calibration, however, it did not resolve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. The complaint will be processed for closure. If further information is obtained, the complaint will be reopened.